Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces. No button error alarm during our testing. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he dropped the insulin pump in the toilet when reaching for his towel after taking a shower. Customer stated that the insulin pump was functioning at first but then the buttons became unresponsive shortly after drying the device. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.